Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible in the exposed portion of the soft cannula. Blood residue was observed on the adhesive pad of the device. Opening of the pod did not allow the formed needle to retract into the housing of the pod. Inspection of the internal components of the pod found the linkage assembly to be fully retracted and the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and slide retract indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated from the slide retract during needle mechanism deployment, preventing the formed needle from retracting after deployment. This exposed needle contributed to the reported bleeding and bruising. Inspection of the fluid path found damage to the distal tip of the soft cannula, above the cross drill and found the formed needle to be bent. Though the distal tip of the soft cannula was damaged and the formed needle was bent, fluid was able to freely flow through the complete fluid path. These damages did not affect pod functionality. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 315 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother also reported bleeding and bruising at the site (abdomen). As treatment, a manual injection of insulin was delivered.